Manufacturer narrative:
Multiple attempts were made to reach out to the customer, and obtain a release date/ status, however there has been no response. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to bed with normal blood glucose (bg) levels, but woke up with elevated levels of 402mg/dl. The customer was taken to the hospital because they were vomiting, and was admitted. Prior to being hospitalized, the customer was given 3 boluses, but bg levels did not come back down. During hospitalization, the customer was treated with insulin drip, and saline. The customer was still hospitalized at the time of the call.